Event description:
On (B)(6) 2010, a respiratory therapist reported fluctuating nitric oxide (no) readings with an inomax ds, # (B)(4). The respiratory therapist states there was no harm to patient and no adverse event occurred. The device was replaced with another unit. The device was removed from service by the customer and will be returned to the company for investigation.

Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist reported fluctuating nitric oxide (no) readings with an inomax ds # (B)(4). Evaluation summary: the device investigation is complete and is as follows: the root cause of the fluctuating nitric oxide values was found to be attributable to electrolyte leakage from an oxygen sensor, which is a component of the inomax ds device that functions to monitor oxygen values when in use. The leaking electrolyte was deposited on a printed circuit board where it interfered with the nitric oxide monitoring circuitry, causing the fluctuating nitric oxide values reported. It is important to note that the monitored nitric oxide value was fluctuating in this case and not the nitric oxide delivered. The oxygen sensor is the subject of a field action being undertaken by the manufacturer, teledyne instruments, analytical instruments.